Event description:
It was reported that thrombosis occurred. A left atrial appendage (laa) closure procedure was performed, and a 27mm watchman flx closure device was implanted on (B)(6) 2023. During a routine follow up examination, approximately ten (10) months post procedure, transesophageal echocardiogram (tee) revealed a laminar thrombus on the face of the closure device. The patient will remain on anticoagulation medication (eliquis) until the next follow up.

Manufacturer narrative:
B3 date of event : aware date was used as event date as actual event date was not known.